Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.0873 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 2 days. No charge or battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. No drive or motor anomaly noted. The motor was tested outside of the device and passed. Device had intermittent button response on the act button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons were harder to press, insulin pump was less responsive. The customer stated that insulin pump motor was slow. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.